Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call rewind anomaly. Customer advised they were unable to rewind the insulin pump. Customer advised they were able to rewind at the time of the phone call. Customer was advised that they would receive a call back the following day to follow up on the insulin pump and troubleshooting.